Manufacturer narrative:
Batch review performed by regulatory affairs department on 3 june 2020: lot 1902497: (B)(4) items manufactured and released on 17-jun-2019. Expiration date: 2024-05-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implants involved in the event, batch review performed by regulatory affairs department on 3 june 2020: gmk-sphere 02.12.0003r femoral component sphere cemented size 3 r (k121416) lot. 1904585 lot 1904585: (B)(4) items manufactured and released on 18-sep-2019. Expiration date: 2024-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-sphere 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot. 1906231 lot 1906231: (B)(4) items manufactured and released on 27-nov-2019. Expiration date: 2024-11-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have sbeen sold without any similar reported event.

Event description:
He patient came in reporting pain 4 months after the primary surgery and the cause of pain is unknown. The surgeon revised the femoral component, tibial tray and insert and converted the patient to a hinge knee. The surgery was completed successfully.